Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor used for treatment was reported on. Only the inserter was returned for evaluation. There was possible laser mark integrity issue and discoloration of the device markings at the distal tips. There was potential bio-matter attached to the inserter tip as this was a used item. Initial evaluation was unconfirmed. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Per complaint, upon anchor insertion post tapered awl, the ¿customer found that the mark line of the nail rod was abnormal under the microscope¿. Per the level ii product evaluation, the reddish/brown discoloration isolated only to the laser marking ¿appears to be corrosion but this was not confirmed.¿ ¿the source of the discoloration could not be identified¿. In conclusion: per the product evaluation, ¿the source of the discoloration could not be identified¿. Reportedly, the use of the device was discontinued upon noting the abnormal appearance under magnification and a backup device was used to complete the procedure. Although it is likely that the limited exposure to the affected device would not produce patient impact, this could not be definitively determined. However, it was reported there was no patient harm as well as no surgical delay. No further medical assessment could be rendered at this time. Mi report approved by (B)(6) on (B)(6) 2020. In conclusion: per the product evaluation, ¿the source of the discoloration could not be identified¿. Reportedly, the use of the device was discontinued upon noting the abnormal appearance under magnification and a backup device was used to complete the procedure. Although it is likely that the limited exposure to the affected device would not produce patient impact, this could not be definitively determined. However, it was reported there was no patient harm as well as no surgical delay. No further medical assessment could be rendered at this time.

Event description:
It was reported that during a left shoulder cuff repair surgery when implanting the anchor after using a tapered awl, the customer found that the marked line of the nail rod was abnormal under the microscope, it looks like rust. The procedure was successfully completed with a backup without a surgical delay. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.